Event description:
Infusion pump was plugged into ac power in the patient's room. Unknown at present how long it had been there or if it was in use. The patient called and reported smoke in the room. Upon entering, staff discovered a sooty area on the floor where the infusion pump's power cord had rested, then the found that the inline module of the power cord was blackened and smelled as if it had burned.the power cord has an inline module comprised of two parts, one providing the necessary style of ac plug and the other containing the low-voltage power supply and power cable for the pump. The module was blackened at the joint where the two halves attach to one another.later examination revealed that the module had overheated to the point of charring at the insulated metal connection between the two parts.the module was dry and fitted tightly together when inspected.this event is similar to the one reported approximately 2 years ago in which actual flames were seen emitting from the inline module. No flames were reported in the present event.manufacturer response for infusion pump power cord, infusomat power cord (per site reporter).======================manufacturer provided shipping forms and requested photographs.